Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported to olympus, the uretero-reno videoscope tested positive for unexpected contamination. The issue was found at reprocessing during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. A review of the information in the reprocessing procedure provided by the user did not provide any information that could be used to determine deviations from the IFU. Olympus provided the following results of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: all channels. Cfu: <1cfu/endoscope. Bacterial identification: not applicable. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the relevance between the device and the detection of bacteria could not be established and a root cause could not be determined. IFU warns on improper reprocessing as follows: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.". Olympus will continue to monitor field performance for this device.

Event description:
Additional information indicates the device was sampled on (B)(6) 2024 and 3 colony forming units (cfu) of micrococcus luteus, pseudomonas aeruginosa, and brevibacterium casei were observed. The device was tested a second time on (B)(6) 2024 where 20cfu of pseudomonas aeruginosa and stenotrophomonas maltophilia were observed. The device was tested a third time on (B)(6) 2024 where 2cfu of micrococcus luteus was observed.